Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that an unknown message appeared on the screen when a test strip was inserted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.